Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/16/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted. The receiver log was downloaded and reviewed, and no findings were observed related to complaint in receiver download. A functional test was performed and passed all relevant tests. The receiver case was opened for an internal visual inspection, and passed. The reported event that the receiver ceased to function was not confirmed due to receiver passed testing. The root cause could not be determined.